Manufacturer narrative:
(B)(4)

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a previously placed aneurx graft and it appeared that there may be a distal type I endoleak coming from the right iliac. They confirmed this leak and implanted a 16x20 extension. This sealed the leak and the patient was doing well. It appeared that the original limb of the bifurcated graft only had about 10-15 mm into the iliac. Thus, the extension provided additional seal. The endoleak was reportedly resolved. Per the physician, the cause of the endoleak was due to length of seal in the iliac artery was not adequate to maintain seal, however, whether this happened over time or was not placed initially to maintain a seal was unknown. No additional clinical sequelae were reported and the patient is fine.